Event description:
It was reported the patient underwent an initial hip arthroplasty on an unknown date and was implanted with unknown zimmer biomet products. Subsequently, the patient was revised due to dislocation.

Manufacturer narrative:
(B)(4). D10: unknown head unknown. G2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: a1, a2, a3, a4, g3, g6, h2

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h6 no product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. A definitive root cause cannot be determined. The complaint cannot be confirmed. The shell and provisional liner picture is related to the linked complaint. Pictures were not provided of the head and liner in this complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.